Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes, "status 81," "status 82," "status 42," and "paddle fault." The complainant indicated that there was no patient involvement in the reported failure.